Event description:
The customer reported that during use for pt, customer confirmed the cuff was difficult to inflate/deflate. The pt was re-intubated. No pt harm reported. Prior-to-use check was done.

Manufacturer narrative:
The lot number is unk and therefore, the date of manufacture cannot be determined. If the sample is returned, a failure investigation will be performed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.